Event description:
According to the reporter, the device displayed service wrench and chargepak icons and replaced the chargepak without success. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event.